Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6). Same patient as: 2134265-2010-00341; same case as: 2134265-2010-00749; it was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The target lesion was located in the 70% stenosed mid right coronary artery (rca) to the totally occluded proximal rca, with timi-1 flow at baseline. The lesion was predilated with a 2.5x15 maverick balloon at 4atm for 9 seconds. A 3.0x24mm taxus express2 stent was advanced to the proximal lesion and deployed at 16atm for 21 seconds. Then a 3.0x32mm taxus express2 stent was advanced to the mid lesion and deployed at 16atm for 14 seconds. A non-bsc 3.25x15mm balloon was advanced for post dilation and was inflated 5 times to 18atm for 20 second each. Timi-3 flow was achieved. Ivus was performed and confirmed successful stent placement. At 1545 days post index procedure, as a result of complaints of chest discomfort and an abnormal nuclear perfusion study with reduced lvef, the patient underwent coronary angiography. It revealed 40% narrowing of the proximal rca, widely patent stents with up to 30% in-stent stenosis, and eccentric 60-70% narrowing in the distal portion of the vessel. 9 days later, the patient underwent target vessel revascularization. A 3.0x15mm non-bsc drug eluting stent was deployed in the target lesion. Post dilation was performed using a 3.25x8mm quantum maverick balloon with 3 overlapping inflations to a maximum pressure of 16atm resulting in 0% residual stenosis and timi-3 flow. The patient was reported to be hemodynamically stable.